Event description:
A cracked and shattered touchscreen was reported, rendering the pump's touchscreen unreadable. The customer required an emergency room visit and subsequent hospitalization, which included admission to the ICU due to a high blood glucose (bg) level and a ketone level identified as dangerous by a health care provider. A specific value was not provided for the high bg level. Treatment with intravenous fluids and insulin resolved the high bg, and there was no permanent damage reported. The customer was released on (B)(6) 2025. As a resolution, tandem technical support arranged for a replacement pump and provided instructions for returning the damaged pump. Reportedly, customer reverted to manual injections for insulin therapy.